Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed essential performance testing. The cause for the failure was corrupt programming. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the damaged monitor.